Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 was opened and that it did not contain the device.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d4-lot#,exp date,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The lot # 3000508867 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.